Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a guidewire was inserted through the basilic vein in the upper arm, but it became stuck around the armpit. When an attempt was made to remove it, it failed, and a CT scan revealed that the tip of the guidewire was tied in a knot. With the approval of the attending physician, doctor (hematology), a large incision was made at the puncture site and the wire was removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knot in the guidewire was confirmed and was determined to be use related. The product returned for evaluation was a 135cm nitinol guidewire. Use residue was observed on the sample. The coiled section of the guidewire was observed to be slightly deformed and a knot was observed at the distal end. Microscopic inspection of the knot revealed a significant amount of use residue was observed between the coils. The coils were observed to be misaligned within the knot. The weld tip was observed to be present and intact. Repetitive advancing and withdrawing combined with twisting of the guidewire during attempted use likely caused a knot to form in the guidewire making removal difficult. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a guidewire was inserted through the basilic vein in the upper arm, but it became stuck around the armpit. When an attempt was made to remove it, it failed, and a CT scan revealed that the tip of the guidewire was tied in a knot. With the approval of the attending physician, doctor (hematology), a large incision was made at the puncture site and the wire was removed. There was no reported patient injury. No other information was provided.